Manufacturer narrative:
(B)(4) summary of investigational findings: since no device or imaging studies have been made available and only limited medical records have been available the exact root cause for what caused the alleged tilt, perforation that was causing the bleeding and the difficult retrieval are unknown. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook gunther tulip filter (B)(6) 2012 at (B)(6). Additional information received 25jan2016: it is alleged that: device was tilted, had perforated and was causing bleeding. Notes taken from the limited medical records provided by [pt]: on or about (B)(6) 2013 via a percutaneous retrieval was attempted but was unsuccessful due to "caval thrombosis related to the ivc filter." On or about (B)(6) 2013 a successful retrieval was done via complex excimer laser sheath-assisted filter removal. Patient outcome: it is alleged that "pt was injured without further explanation". Additional information received 25jan2016: [pt] currently does not attribute any symptoms to the device, the retrieval attempt or successful retrieval.

Manufacturer narrative:
(B)(4). Name and address for importer site: (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 01/04/2016 as follows: plaintiff allegedly received an implant on (B)(6)2012 via the right internal jugular vein due to pe & dvt. Per the medical records, on or about (B)(6)2013, a percutaneous retrieval was attempted but was unsuccessful due to "caval thrombosis related to the ivc filter." On or about (B)(6)2013 a successful retrieval was done via complex excimer laser sheath-assisted filter removal. Plaintiff is alleging tilt, vena cava perforation, bleeding.

Manufacturer narrative:
Manufacturer reference (B)(4). Catalog # unknown as information was not provided but referred to as cook gunther tulip filter. Lot# unknown as information was not provided. Expiration date unknown as lot# is unknown. As catalog # is unknown it could be either k090140, k112119 or k121057. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook gunther tulip filter (B)(6)". Patient outcome: it is alleged that "pt was injured without further explanation". Hospital and medical records have been requested but not yet provided

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook gunther tulip filter (B)(6) 2012 at (B)(6)." Additional information received 25 jan 2016: it is alleged that: device was tilted, had perforated and was causing bleeding. Notes taken from the limited medical records provided by [pt]: on or about (B)(6) 2013 via a percutaneous retrieval was attempted but was unsuccessful due to "caval thrombosis related to the ivc filter." On or about (B)(6) 2013 a successful retrieval was done via complex excimer laser sheath-assisted filter removal. Patient outcome: it is alleged that "pt was injured without further explanation." Additional information received 25 jan 2016: [pt] currently does not attribute any symptoms to the device, the retrieval attempt or successful retrieval.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference # (B)(4). Corrected data based on new information received: adverse event to product problem. Serious injury to malfunction. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tilt, vena cava perforation, bleeding". Cook will reopen its investigation if further information is received. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported bleeding is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.